Event description:
It was reported by patient's attorney that allegedly he was implanted with a citation #4 short femoral component and standard 36 mm femoral head on his right hip on (B)(6) 2009, and was revised on (B)(6) 2021. It is further alleged that the revision op note stated the femoral implant consisted of a well-fixed femoral stem and an absolutely loose femoral head with a damaged trunnion.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not returned.